Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, patient became unconscious after a slow vt quickly degenerated into a fast vt. It was noted that the device failed to deliver therapy due to undersensing. Shortly after, patient had two vt events, and external defibrillation was used. Programming changes were made; no further undersensing episodes were seen. Patient was doing well after the event.